Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
During an evar procedure on (B)(6) 2014, the user made an angiogram with the nr5.0 catheter. They then wanted to exchange for a back up wire guide to place the evar device over it. Placing of back up wire went without any problems; however, when retrieving the nr5.0 over the wire guide, some resistance was felt and when removing the catheter from the pt, it was noted that beacon tip of the catheter was separated from the catheter. The beacon tip was still on the wire guide so they were able to remove both the catheter and beacon tip out of the pt with no problems. According to the doctor the reason this could have occurred is that the nr5.0 catheter is white and when retrieving it, they thought they saw the wire guide and got hold of the wire guide and put a little more force on the catheter to get it out. However, rather than holding the wire guide, he was holding the black part of the catheter and this resulted in the separation. A section of the device did not remain inside the pt's separation. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.